Event description:
It was reported that balloon rupture occurred. The target lesion was located in the proximal end of the left anterior descending artery. A 3.0mmx10mm flextome cutting balloon was selected but was unable to cross the lesion. A 12mm x 3.00mm nc quantum apex balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 10 atms after 5 seconds. The device was completely removed from the patient. Another 3.0mmx10mm non bsc balloon catheter was selected and was first inflated at 16 atms. Second inflation was at 22 atms. Indentation of the lesion was noted. The cutting balloon was selected again to dilate the lesion and was inflated at 12 atmospheres twice. The lesion was then well treated. There was no kink prior to use. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).